Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp4465 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported there was leakage in the valve. It didn't close properly, so it backed nacl and blood up through the valve of the catheter.